Event description:
Injector damaged lens as it was pushed through by the injector.

Manufacturer narrative:
According to the facility, this occurred four times in a row and then the dr decided to stop using the injector.